Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision of knee components - reason not reported.

Manufacturer narrative:
The complaint products were not returned for analysis. The condition of tibial loosening is not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of any other complaint reports involving a part from this manufacturing lot. A review of the device history record showed that the named device was accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The experience reported was likely caused by aseptic (i.e., non-infected) tibial tray loosening, which damaged the bond between the implant and the bone; however, this cannot be confirmed since the parts were not returned for inspection. There is no patient clinical information to assess the patient risk factors. In review of labeling device specific risks fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Pain is a known total joint surgery risk. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Possible detachment of the coating(s) on the components, potentially leading to increased debris particles. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. This device is used for treatment not diagnosis. No additional information has been provided about the patient or the event. Information has been requested, not provided.

Event description:
It was reported that a patient experienced a knee revision due to pain and tibial loosening. No additional information has been provided about the patient or event. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00140, 1038671-2018-00141.